Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2024, a nurse noted that the peg tube did not feel like it was moving as it should. The peg tube was moving slightly with small amount of ooze to the stoma site. On (B)(6) 2024 the patient underwent a esophago-gastro-duodenoscopy (ogd) which revealed a buried bumper and will require surgery to remove the bumper. On (B)(6) 2024 the patient was discharged home.